Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a patient expired on the device. The patient¿s oximeter was not alarming. There was no allegation the device malfunctioned. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient expired on the device. The patient¿s oximeter was not alarming. There was no allegation the device malfunctioned. After receiving further information from the patient, it is determined that the initial report should have been filed as serious injury and product problem. Section adverse event/product problem in box b has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient expired on the device. The patient¿s oximeter was not alarming. There was no allegation the device malfunctioned. After receiving further information from the patient, it is determined that the initial report should have been filed as serious injury and product problem. Section adverse event/product problem in box b has been updated/corrected in this report. The device was evaluated by the manufacturer's product investigation laboratory (pil) and pil confirms evidence of environmental and contamination only, no foam found. Faults or errors contained within the logs support sensor board contamination failures. It appears that liquid ingress evidence is found under the white top lid of the device. Contamination throughout the entire device. All contamination found inside the device appears to be from the patients' environment and: brown sticky stains, dirt, dust, hair, and other environmental particles are throughout the inside of the air/flow paths. Device appeared to operate although failing several sensor test steps listed above.